Manufacturer narrative:
Concomitant medical product: dtma1d4 ICD: implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning for low impedance on the right ventricular tip to right ventricular coil. It was noted that there has been increased fluid levels and lung wetness can influence impedance measurements involving the right ventricular coil. The lead remains in use. No patient complications have been reported as a result of this event.